Manufacturer narrative:
(B)(4). Date sent: 2/24/2020. D4: batch # t9272r. Investigation summary: the analysis results found that the mcs20 device was returned with no damage/ with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 9 clips as intended. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts are being made to obtain the following information: was there any patient consequence? If yes: please explain how was the patient consequence resolved? How was the procedure completed? To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, the clips were malformed. Patient consequence was not reported.